Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Event description:
It was reported that this lead was explanted due to a dislodgment and during the repositioning the helix did not extent. This lead was successfully replaced. No additional adverse patient effects were reported.